Manufacturer narrative:
The returned reflection constrained liner, adaptor, locking ring, and femoral head were examined visually. The purpose of this investigation was to evaluate the as-received components. No destructive testing was carried out. The retaining ring was found to be fractured and have burnishing on the top face which was likely due to impingement of the femoral neck. Additionally, metal transfer was found on the femoral head which is consistent with the reported dislocation. Plastic deformation was also observed on the rim of the constrained liner. It is unknown what amount of this damage was due to impingent and explantation. Sem analysis of the retaining ring showed regions of burnishing and fatigue indicating fatigue failure of the retaining ring. A fatigue failure can occur when repeated loads in excess of the materials strength are applied to the implant. There was no material deviations found during the analysis. The retaining ring likely fractured due to repeated impingement of the femoral neck.

Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
Revision- based on the information provided a revision surgery was performed involving a smith and nephew product, it is concluded that in accordance with the regulations set forth under 21 cfr 803, it is concluded that this is a reportable event.